Event description:
The facility representative reported a colleague infusion pump which experienced failure code 812:05. It is unknown when or at what point in the process this condition occurred. Device evaluation determined that failure code 812:05 was caused by a cascade failure from failure code 810:11, which interrupted device delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:05, and determined the root cause to be a cascade failure from failure code 810:11. Failure code 810:11 was caused by an out of calibration air in line printed circuit board. The air in line printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.